Manufacturer narrative:
Philips service replaced the motor linear drive and performed longitude current correction. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that l-arm longitudinal movement fault prevented the stand from moving vertically on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.